Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of lead, it was noted that there was loss of capture threshold on the right ventricular (rv) lead and an inappropriate therapy was delivered for sinus rhythm. After further assessment in clinic, chest x ray confirmed rv lead dislodgement. Patient was brought to the lab for repositioning of the rv lead. During repositioning of the lead, the physician was unable to get the helix to extend. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, inappropriate shock and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The reported event of loss of capture was not confirmed while the reported event of helix mechanism issue was confirmed. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil which is consistent with procedural damage. Electrical tests and x-ray examinations did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.